Manufacturer narrative:
Product complaint #: (B)(4). Updated device evaluation completed on july 23, 2021; visual analysis of the returned sample determined that the mentor memoryshape¿ mm 355cc breast implant was found to be ruptured. A microscopic examination was performed, and the cause of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on july 22. 2021 indicated that the patient also experienced right sided capsular contracture unknown grade, and right axillary breast mass. Date of implantations updated to (B)(6), 2003. Postoperative diagnose was bilateral ruptured of the breast implants. As a result patient underwent replacements of the implants with unknown implants, dense removal of the right side axilla the mass, right capsulectomy, and left capsulotomy. Updated device evaluation completed on july 21, 2021: visual analysis of the returned sample determined that the mentor memoryshape¿ mm 355cc breast implant was found to be ruptured. A microscopic examination was performed, and the cause of the tear could not be identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on june 23, 2021. Device evaluation completed on july 02, 2021: the product was returned to mentor for evaluation. Mentor then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the mentor memoryshape¿ mm 355cc breast implant was found to be ruptured. Microscopic examination was performed, and the cause of the tear could not be identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Note: two devices with the same lot number (lot 264281) were received and both were damaged. Mentor will report bilateral rupture. No further information was provided regarding this case. Should more information become available, this case will be re-assessed, and notes will be updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a breast augmentation primary with mentor memoryshape¿ mm 355cc, silicone breast implants developed spontaneous right-sided rupture post operatively. The MRI examinations confirmed the issue. As a result, patient underwent an explant on (B)(6), 2021. Note: patient was part of cpg study.